Event description:
Additional information indicated that the ipg was replaced and this addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported that patient is having discomfort at the ipg pocket site. As a result, to address this issue patient is awaiting surgical intervention where the physician's plans to move the pocket site from abdomen to back.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined